Event description:
It was reported that during service and repair pre-testing, it was discovered that the console device was not working. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was available for evaluation. Reliability engineering evaluated the device and observed that the cable tie that secured the ferrite on the bracket fell apart, which caused the wire harness connector to disconnect from the main printed circuit board (pca). Therefore, the reported condition was confirmed. It was determined that the tab breaking potentially cascaded into the wire harness disconnect. It was determined that the cable tie was not robust enough to withstand forces generated in the shipping process. The assignable root cause was determined to be due to too small of a cable tie chosen during design process combined with improper assembly during manufacturing. The issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.